Event description:
Patient received an im injection using a bd integra 3ml syringe with retracting needle supplied by department of health. During the injection in the deltoid muscle, the needle broke off in the patient's arm and the patient was subsequently sent to the emergency room at a medical center.